Event description:
It was reported that during a retroarc sling implant the "mesh rolled under urethra during implantation." It was noted that the ams representative noticed the sticky sheath and helped coach the physician on how to loosen the sheath during implant. She instructed the physician to apply enough pressure to the sheath to unstick the midline area. In the process of doing this the mesh was put under a large amount of tension causing a curling effect on the edge of the mesh. She coached the physician through the process of releasing the tension on the mesh and the mesh returned to the intended shape. The surgery was completed with the retroarc mesh in a good position. No patient complications were reported in relation to this event.